Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: mz9266; batch #: unknown. It was reported by the customer that line broke during infusion due to patient turning over. Verbatim: line broke during infusion due to patient turning over.

Manufacturer narrative:
It was reported by the customer that line broke during infusion due to patient turning over. One sample received for quality evaluation. Visual inspection conducted on the sample and a separation between the tubing and maxzero connector was identified. Further examination indicates that there is a lack of solvent on the tubing. The maxzero connector that was separated was not provided with the sample. The customer complaint of component damage - no leak, was not confirmed, however, the sample shows confirms a failure of separation other component - no leak. The investigation was forwarded to the manufacturer. After investigation, the possible root cause of separation between tubing and maxzero could be related to a partial solvent application in tubing (lack of solvent) due to an incorrect solvent application by the assembler. A quality alert was generated to reinforce the correct solvent application method with the solvent dispenser to avoid separation between components. The lot number of the sample was reported as "unknown." The possible lot number of the sample was determined by back tracking the component laser ID numbers. A device history record review for model mz9266 lot number 24069332 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.